Event description:
It was reported that the monitor did not post an alarm for asystole, neither optical nor acoustical. It was also reported that this was a case of user error. It was reported that the asystole was not noted and a pt injury occurred. Actual pt status is unk. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow up report will be submitted as soon as the investigation has been completed.